Event description:
A customer emailed a baxter IV therapy sales specialist regarding a foreign body, clarified as hair, which they had found in a clearlink continu-flo w/2 portmanifold before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Since the reported condition was confirmed during product evaluation; action was taken in the form of providing good manufacturer practices training to the employees for four days in (B)(6) 2012.

Manufacturer narrative:
(B)(4). This report was confirmed through a sample evaluation. The particular matter was most likely introduced into the set's packaging during the manufacturing and assembly process. Batch information was reviewed for lot and no deviations or exceptions were noted during the manufacturing process.